Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a packaging issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. At the time of unpacking, it was noted that the sterile pouch was not sealed on the bottom side. The device was not used, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a packaging issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. At the time of unpacking, it was noted that the sterile pouch was not sealed on the bottom side. The device was not used, and the procedure was completed with another of the same device. No patient complications were reported. It was further reported that the box was unopened and there were no visible damage or dents.